Manufacturer narrative:
(B)(4). Concomitant medical products: unknown articular surface, catalog#: unknown, lot#: unknown; unknown tibial tray, catalog#: unknown, lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent knee arthroplasty. Subsequently, patient is experiencing pain, swelling, limited range of motion and an allergic reaction. No additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. F any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.